Event description:
It was reported that the implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited (rv) channel oversensing of atrial pacing signals. Technical services (ts) was consulted, recommended getting an xray to check lead position. The patient is not dependent. This rv lead remains in service. No adverse patient effects were reported.